Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx pre-pubic sling system during a procedure to treat her pelvic organ prolapse (date of procedure unknown).according to the complainant, post-procedure, the patient experienced complications (specifics and date/s of onset unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.